Event description:
It was reported to manufacturer that the cyberonics employee's hand held was not holding a charge, and it would only last a few minutes unplugged from the wall. Different outlets were used and the hand held was left plugged in overnight, and the issue did not resolve. The hand held was returned to manufacturer and is pending the analysis findings.